Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device associated with this report was returned. Physical examination of the product was not able to confirm the complaint. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the actis broach size 5 male attachment arm was bent. No pieces were broken from the broach. No patient consequences or surgical delays reported.